Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab catheter stuck in sheath is confirmed based on visual inspection. Upon return, a teflon sheath was noted stuck on the iab catheter and the sheath does not match the specifications for the sheath supplied with the catheter. It cannot be determined that an incorrect sheath was supplied or if the correct supplied sheath was replaced after opening the package. A review of the device history record (DHR) and quality inspections showed that this lot number was released with no component or insertion kit issues. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00176 (B)(4), MDR# 3010532612-2020-00177 (B)(4), MDR# 3010532612-2020-00180 (B)(4), MDR# 3010532612-2020-00179 (B)(4) as the reports are related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) would not fit into the supplied sheath. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00176 (B)(4), MDR# 3010532612-2020-00177 (B)(4), MDR# 3010532612-2020-00180 (B)(4), MDR# 3010532612-2020-00179 (B)(4) as the reports are related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) would not fit into the supplied sheath. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.